Event description:
It was reported to philips that there was a tube oil cooler leak requiring replacement.the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
The cooler was replaced and the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).